Event description:
It is reported that the surgeon had a hard time fully seating the locking screws into the plate. It is also reported that the locking guides were also a struggle to get screwed into the plate.

Manufacturer narrative:
Surgical technique indicates "the metaphyseal jig and standard cannulas must be used to ensure that the screws align properly with the threaded plate holes. Failure to use the metaphyseal jig and standard cannulas may result in cross-threading or improper seating of the screws." Also it warns that "do not contour or bend the plate at or near a threaded hole, as doing so may deform the threaded hole and cause incompatibility with the locking screw." It is unknown whether the technique followed correlated with the surgical technique. The requirement is that the threads in the head of screw shall mate with locking plate holes. Depending on the location of the holes, they may not sit flush with the plate. There is insufficient information provided to determine the root cause of the reported event. After reviewing the device history records they were found to be conforming to the requirements at the time of manufacture.